Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in air/water cylinder, air/water tube, jet tube was clogging and tje water could not be supplied. There was no patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found foreign material in air/water-cylinder, air/water-tube and jet tube and water cannot supplied due to clogging in the jet tube. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.